Event description:
It was reported that the lead was explanted due to a fracture caused by twiddler's syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis of the lead shows that the lead was severely twisted. The lead was cut/damaged at 27cm from the connector pin.